Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on the staple phase the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. The surgeon took another device with the same ID and lot number but encounter the same issue. They took a third device with the same ID and lot number and the handle was able to fire to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.